Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 110 mg/dl at the time of the incident. Customer stated that the drive support cap appears normal. Customer reported a battery out limit alarm and a failed battery test alarm. Customer removed the battery after clearing the alarm. Customer was unable to rewind at first due to a low battery. Customer tried a new battery but then received a motor position encoder error alarm. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. Customer received a failed battery test alarm during troubleshooting. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test and a21 error test due to motor error alarms. Unable to confirm low reservoir alarm due to motor error alarm. The insulin pump passed displacement test, rewind test, basic occlusion test, prime and self-test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test and no unexpected battery out limit noted. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.